Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported migration and discomfort could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of migration and discomfort cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Risk review and labeling review identified that the adverse events of migration and discomfort are known risks of the device. The allegations of migration and discomfort were unable to be confirmed due to the lack of a product return to analyze. However, there are several failure modes of the device that could lead to migration and discomfort, which include but are not limited to a defective components or device malfunction. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient indicated his inflatable penile prosthesis reservoir has herniated and is now causing a bulge in his abdomen and a great deal of discomfort. Originally, it was thought that he had an abdominal hernia but a computed tomography scan found that the bulge was due to the displaced reservoir. He was scheduled for a follow-up appointment but no confirmation has been received that it took place. No additional patient complications were reported.

Event description:
It was reported that the patient indicated his inflatable penile prosthesis reservoir has herniated and is now causing a bulge in his abdomen and a great deal of discomfort. Originally, it was thought that he had an abdominal hernia but a computed tomography scan found that the bulge was due to the displaced reservoir. He was scheduled for a follow-up appointment but no confirmation has been received that it took place. No additional patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported migration and discomfort could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of migration and discomfort cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Risk review and labeling review identified that the adverse events of migration and discomfort are known risks of the device. The allegations of migration and discomfort were unable to be confirmed due to the lack of a product return to analyze. However, there are several failure modes of the device that could lead to migration and discomfort, which include but are not limited to a defective components or device malfunction. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.